Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.

Event description:
Info was received that reported a pt was hospitalized due to incidence of hyperglycemia. The reporter states that they have attempted troubleshooting, including changing out set and site and replacing the insulin and the cartridge. But the high blood glucose persists. The device has not given any alerts or alarms. She was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.